Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the tips did not stick when the blades were opened. The instrument passed cuts as intended and electrical continuity passed. Engineering also observed the distal end of main tube has a .825 inch long, .230 inch wide section with material removed. The damaged area starts 2.9 inches above tube extension and is parallel to the tube axis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that there was difficulty opening the tips of the monopolar curved scissors instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.